Event description:
Critical care nurse in the online survey stated that the patient experienced and adverse event directly caused attributable to the usage of device "biocath latex standard length bard hydrogel coated foley catheter, pre-connected to bardia b500m (500ml) leg bag" and resulted in the following complications: balloon rupture, displacement, accidental removal, erosion, pressure injury (campi). The medical or surgical intervention that resulted was: "injury" and "challenging behavior".

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.